Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1019407) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer reported getting erratic readings with different meters and having been hospitalized multiple times. No specific readings were provided. During a follow-up call, the customer reported experiencing blurred vision, lightheadedness, diaphoresis, loss of consciousness, falling and injuring his nose. The paramedics were called and transported him to a hospital where he was treated with intravenous infusion of unknown type. Customer was unable to provide any additional information with regards to the diagnosis and treatment, but mentioned it "could have been related to the heart, but he is unsure. " there was no report of death or permanent impairment associated with this medical event.